Event description:
The surgeon was using the ligasure advance during the procedure and then noted that the device was no longer cauterizing or cutting. A second device was opened and used without incident. It is unknown if it was the same or different lot number.